Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused sinus infection, congestion, runny nose, sneezing, congestive heart failure and sinus infection, congestion, runny nose, sneezing, congestive heart failure. The patient ordered oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 29, 2024, and section h10 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused sinus infection, congestion, runny nose, sneezing, congestive heart failure and sinus infection, congestion, runny nose, sneezing, congestive heart failure. The patient ordered oxygen. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like contamination on the front panel, underneath the flip door, rear panel, at the back of the top enclosure. A deep scratch across the warning label on the bottom enclosure. An unknown contamination along the lip of the bottom enclosure underneath the ui panel. A fume-based dust-like contamination on the bottom enclosure, backside of the rear panel. A dust-like material on the bottom enclosure. A dust-like contaminate on the blower, blower seal. Possible liquid ingress shows in spots on the bottom of the blower, bottom of the blower box. A keratin-like substance observed around the seal of the blower box outlet. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.